Event description:
It was reported that balloon rupture occurred. The 95% in-stent restenosis of a 3.5 x 22mm non-bsc stent implanted four years ago was located in the severely calcified and moderately tortuous mid right coronary artery (rca). A 8mm x 2.75mm nc quantum apex¿ balloon catheter was used for dilatation. However, on the second inflation at 14 atmospheres, the balloon ruptured. Another dilatation was then performed with a non-bsc balloon catheter but the lesion was not dilated. The procedure was completed with a rotablator. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).